Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's pump had cracked case. It was reported that the whole pump seems to fall apart. It was reported that the drive support cap was protruded. The customer's blood glucose level was reported to be 107mg/dl. It was reported that the pump would be replaced and returned for analysis.